Event description:
It was reported that (1) tlh90 device was used during an unknown procedure.it was reported by the rep that the staple did not fire. It is unknown howthe case was completed and there was no consequence to the patient.